Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspections. There was no actual sample returned for evaluation and further investigation. Only photos provided. Due to limited information provided, it is difficult to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the catheter cut or broke by itself at the level of the y shape post-surgery. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter cut or broke by itself at the level of the y shape post-surgery. There was no patient injury.